Manufacturer narrative:
H3, h6: he reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: case (B)(4). Wolfson, t. S., & struhl, s. (2020). Continuous loop double cortical button technique for distal tibiofibular syndesmosis stabilization: a technical note and case series. Techniques in foot & ankle surgery, 19(2), 104-113.

Event description:
It was reported that on literature review ¿continuous loop double cortical button technique for distal tibiofibular syndesmosis stabilization: a technical note and case series" after surgery with an "endobutton cl" a patient had wound erythema, punctate wound breakdown with drainage requiring antibiotics and revision surgery for debridement and hardware removal.